Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, the physician attempted to deploy a vasoseal es. The physician experienced difficulty when dilating with the tissue dilator and the temporary arteriotomy locator (tal) came out of the tissue. The physician pushed the locator back in and pulled back to the green line and deployed the j segment. When the physician pulled back on the locator, no resistance was felt. The physician then removed the locator, dilator, and sheath. The j segment was not visible so he used hemostats to check the tissue tract, but was unable to locate the j segment. The physician used fluoroscopy to visualize the artery but did not see the j segment. Manual pressure was held to achieve hemostasis and no further complications were reported.